Manufacturer narrative:
Date of event: (B)(6) 2016 additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation and patient's ipg would no longer hold a charge. High impedances were also noted on the lead. The patient will undergo a revision procedure wherein the ipg and the lead will be replaced.

Manufacturer narrative:
The returned ipg sc-1110-02 ((B)(4)) was analyzed and no anomalies were found.

Event description:
A report was received that the patient was experiencing inadequate stimulation and patient's ipg would no longer hold a charge. High impedances were also noted on the lead. The patient will undergo a revision procedure wherein the ipg and the lead will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing inadequate stimulation and patient's ipg would no longer hold a charge. High impedances were also noted on the lead. The patient will undergo a revision procedure wherein the ipg and the lead will be replaced.